Event description:
Customer reported 4 syringe modules were infusing dopamine, epinephrine, fentanyl, versed, tpn and intralipids. They also use a trifuse extension set at the end of the administration set. All fluids were primed and programmed to infuse. The customer allowed the modules to infuse for 2 hours prior to connecting to the pt. After this 2 hour timeframe, the nurse connected the lines to the pt's double lumen PICC line. At the end of each lumen of the PICC line is a clc (ICU medical) positive displacement valve. Within 30 seconds of connection to the PICC line via the clc valve, the mean arterial pressure (map) dropped to the low 40's. Pt required fluid bolus IV push and increase of epinephrine. PICC line seemed to be positional because when they held the line upright away from the baby the map increased. Despite attempts to troubleshoot, the baby's map readings would not increase. They changed all the drips back to the original pumps and the baby's map returned to normal. Event log review, testing and inspection were performed on all modules involved in incident.

Manufacturer narrative:
This report was filed by the manufacturer. Event log review determined no programming anomalies. It was noted all modules were programmed and infusing at very low rates (<1 ml/hr). The 2 modules contained 60 ml syringes, 1 contained a 35 ml syringe and 1 contained a 3 ml syringe. Testing was performed with each module as per the rates noted in the event log and allowed to run for 2 hours prior to starting the rate accuracy test. Each module passed rate accuracy testing and devices were found to be delivering fluid within specifications. Unable to replicate reported incident.